Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00012.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheter (jet7) and penumbra system 3max reperfusion catheter (3maxc). It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician completed two passes using the jet7 and 3maxc. Subsequently, upon completion of the second pass, the physician stretched the jet7 and kinked the 3maxc. Therefore, both the jet7 and 3maxc were removed. The procedure was completed using a new jet7 and 3maxc. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information available by the return of the device on 12/14/2020: 1. Section d. Box 4. Lot#. 2. Section d. Box 4. Catalog#. 3. Section d. Box 4. Expiration date. 4. Section d. Box 4. Unique identifier. 5. Section h. Box 4. Device manufacture date. Evaluation of the first returned jet7 confirmed that the catheter was stretched. If the jet7 is forcefully retracted against resistance during use, damage such as stretching may occur. During the functional test, resistance was encountered as the stretched distal shaft of the jet7 bunched up inside the hub of the demonstration neuron max, and the jet7 could not be advanced any further. Further evaluation of the returned jet7 revealed kinks throughout the catheter shaft. This damage was likely incidental to the reported complaint. Evaluation of the second returned jet7 revealed kinks throughout the catheter shaft. If the jet7 is forcefully manipulated against resistance, damage such as kinks may occur. During the functional test, resistance was encountered while advancing the jet7 through a demonstration neuron max as the kink in the proximal shaft of the jet7 met the rhv on the hub of the demonstration neuron max, and the jet7 could not be advanced any further. The complaint did not mention any damage to the second returned jet7. The 3maxc mentioned in the complaint was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. This report is associated with MFR report number: 3005168196-2021-00012, h3 other text : placeholder.